Manufacturer narrative:
(b)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the skin. On 04/30/2026, it was reported that the patient called regarding a concern that the sensor wire may have remained in his skin after sensor removal. Following the removal, the patient experienced inflammation/swelling at the sensor insertion site and sought medical attention. The patient reported being evaluated by a physician and a dermatologist, and a biopsy was performed. The patient declined to provide any additional information regarding the hospitalization. The patient mentioned antibiotics but declined to provide any information about the antibiotics. At the time of the report, patient condition was unspecified. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.